Event description:
It was reported by the affiliate that the (2) ems were used during an unknown procedure and jammed. The case was completed with another instrument and there was no consequence to the patient.